Event description:
It was reported that the customer's insulin pump alarmed an error during the manual prime since march. Troubleshooting was performed, and the device alarmed motor error. Advised the caller to revert to back up plan. The customer's blood glucose was 115mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Unable to confirm the error alarm.